Event description:
It has been reported to philips that system did not boot up properly. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not boot up and touchscreen and not working. The quote was rejected by the customer and there was no service provided from the philips. Till date, no reoccurrence reported. The codes were updated based on the investigation outcome.